Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6) is the full sid as it would not fit in the field. I removed the (B)(6) for the patient identifier to fit in the field.

Event description:
The customer reported a (B)(6) architect anti-hbs result for a (B)(6) year old female who has been diagnosed with leukemia. The following data was provided (B)(6): on (B)(6) 2021, sid (B)(6) = serum aliquot sample result = (B)(6), repeat result = (B)(6), original sample tube result = (B)(6), separate serum tube result = (B)(6). Additional laboratory testing: (B)(6). On (B)(6) 2018 = (B)(6). On (B)(6) 2018 = (B)(6); after (B)(6) 2018 (B)(6) has consistently been (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Component code: g01003. The complaint investigation for observed falsely elevated architect anti-hbs result included a search for similar complaints, and the review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The reagent lot search review did not identify an increase in complaint activity for the issue of falsely elevated patient results. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. Trending review determined no trends were identified for the product related to the issue. Device history record review of lot 13535fn00 did not show any non-conformances or deviations. Labeling were reviewed which adequately addresses the issue under review. The overall specificity for the architect anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive and result values of < 10.00 miu/ml as nonreactive) was estimated to be 99.22% at the lower 95% confidence level, therefore false reactive results may at times occur. False positive results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. The product package insert states that if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. In this case, nonreactive results were obtained for hbsag. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 13535fn00 was identified.this report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.